Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-dec-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 1.1 would not open due to the frame overlapping the edge of the drawer, preventing access to medication. A field service engineer cleared the jammed tray, tightened the left facia, tested the drawer operation, and completed inventory verification. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es drawer 1.1 failed to open, prevented access to 1 mg hydromorphone. The provider indicated that the drawer was blocked due to the frame overlapped its edge, which prevented it from open and resulted on a failed access condition required maintenance. The customer stated that they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.